Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient rolls on their back, they get "quite a jolt". The patient said it's been this way since they had a manufacturer representative (rep) reprogrammed the ins about three weeks ago. The patient said the "check position" option in the menu was greyed out, but they were unable to verify this during call and said they would call back for further troubleshooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer's representative. It was reported that the patient was having a "positioning stroke". The patient stated that if they lay down the device jolts them as there is no check position and "it doesn't regulate". The patient declined troubleshooting. The rep stated that they reprogrammed the patient and reset adaptive stimulation. The patient appeared to be receiving excellent pain relief in the legs and hip, but had some low back pain. The patient was given three new programs to assist in relieving back pain. No further complications were reported or anticipated.